Manufacturer narrative:
A beckman coulter (bc) customer technical support (cts) assisted the customer over the telephone to perform ion selective electrode (ise) enhanced manual cleaning. The customer indicated the (run equivalency factor) ref electrode appeared worn. The customer stated that replacing the ref electrode to resolved the issue. The actual device was not evaluated. Cts assisted the customer via telephone. (B)(6).

Event description:
The customer reported generating false low sodium (na) patient results on their au480 chemistry analyzer for 6 patients. The erroneous patient results were reported out of the laboratory; however, there was no change to patient treatment in connection to the event. Quality control was within the laboratory's established ranges prior to event.